Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that during the 2nd clip application, using the al326 instrument, the device got hung up (misfired) on the tissue. The surgeon had to take another grasper and manually pry the instrument off. Another al326 instrument was used to complete the case. There was no consequence to the pt.